Manufacturer narrative:
(B)(4). (B)(6). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
An additional defect was observed during the evaluation of a sample returned by the customer for another event. The liquid of a 250ml eva bag had leaked out of the bag. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: visual examination of the device noted that liquid had leaked out of the device, into the box containing the device. The root cause of this condition was not determined. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.